Event description:
According to the initial reporter, from the physician the device failed to fully deploy, and as they were trying to back it out, while partially deployed, it got stuck on the aortic bifurcation and then became detached from the delivery system completely. They ended up have to used 3 more devices to anchor it in place. Pt is doing fine. Outside of a somewhere steep aortic bi-fur, nothing was out of the ordinary. I have the failed device in question, as I stopped by to pick it up. Further information provided - they had access on right side of the patient and were over the bifurcation attempting to stent the left leg. During deployment, roughly two thirds of the stent deployed and one third was stuck in the deployment system. They ended up breaking open the handle of the ptx and attempting to deploy the rest of stent. They were able to get the proximal one third of the stent deployed but it was inside of the introducer sheath that was over the bifurcation. The case is still going on. They are presently attempting to extract the rest of the stent from the sheath.